Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva tpn bag had trimmings of the fill port cap inside of the solution. The issue was identified after compounding. The device was filled with travasol, amino acids, electrolytes, water and dextrose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.